Event description:
Caller reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies, to which the caller agreed.